Event description:
The customer reported that their central nurse's station (cns) lost power due to it being connected to a uninterruptible power supply (ups) that no longer functions. No harm or injury was reported. They will be sending this ups in for an exchange. No harm or injury was reported.

Manufacturer narrative:
Additional device information: concomitant medical device: the following device was used in conjunction with the cns, and is the one that experienced failure: ups: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.